Event description:
The customer reported that the insulin pump functioned on and off and stopped working after 6 months of using the device. The customer was in the hosp 3 times, and he has not been on the insulin pump for over two years. The customer did not want to be called and details on his admission were not given. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.